Event description:
Event description cpi received information tht this implantable cardioverter defibrillator (ICD) was explanted because of high ventricular pacing lead impedance (>2000 ohms.) The atrial lead (model 4269, serial 260639) was damaged during the explant procedure and the transvenous defibrillation lead (model 0125, serial 207834) became dislodged during the procedure. Both leads were explanted.